Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed. No anomalies were found. The delivery system shaft was mechanically kinked/buckled. There was a deployment issue with the delivery system. Blood was observed on the sheath. Visual analysis of the lead indicated damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient developed a cardiac tamponade from a perforation. The physician performed a pericardiocentesis and the patient received blood and plasma transfusion and drugs for coagulation. The physician reported the tamponade occurred before the leadless implantable pulse generator (ipg) was deployed so it was caused by the delivery system. The ipg was not implanted. No further patient complications have been reported as a result of this event.